Event description:
It was reported that the patient underwent a hip procedure in 2008. It was discovered that an incompatible component was delivered to the o.r. And a compatible component was not readily available. The patient was closed with retention sutures and another component was delivered via airplane to complete the procedure later the same day.

Event description:
It was reported that the patient underwent a hip procedure in late 2008. It was discovered that an incompatible component was delivered to the o.r. And a compatible component was not readily available. The patient was closed with retention sutures and another component was delivered via airplane to complete the procedure later the same day.

Manufacturer narrative:
Expiration date - corrected to 11/30/2018

Manufacturer narrative:
Although device was not returned for evaluation, sales representative relayed incorrect item was ordered. Review of device history records show that lot released with no recorded anomaly or deviation. Adverse event report is being filed, due to the delay in the procedure.